Event description:
The initial reporter alleged discrepant results were generated using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2020, six samples were tested on instrument ID im300-001266. All six samples generated hepatitis b virus (hbv) reactive results with the following cycle threshold (CT) values: sample ID (B)(6) (CT 36.82), sample ID (B)(6) (CT 33.25), sample ID (B)(6) (CT 36.77), sample ID (B)(6) (CT 30.39), sample ID (B)(6) (CT 33.47), and sample ID (B)(6) (CT 31.25). Additionally, the hiv-2 positive control in the same run generated an unexpected hbv reactive result with a CT value of 32.01. On (B)(6) 2020, the same six samples were re-tested on a second instrument ((B)(6)), and all six samples generated hbv non-reactive results. On the same day, two of the six samples (sample ids (B)(6)) were re-tested on a third instrument ((B)(6)), and both samples generated hbv non-reactive results. Serological testing for all six donors was negative for hbv.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer with serial number (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. The analysis of the growth curves for the unexpected hbv reactive results indicated robust and sigmoidal amplification, suggesting that the results were not due to non-specific amplification. The root cause of the unexpected hbv reactive results was attributed to contamination of the instrument, as the customer did not consistently adhere to the cleaning procedures outlined in the method sheet. This conclusion was further supported by the fact that all six samples generated non-reactive results when re-tested on two different instruments, aligning with negative serological results for hbv. The instrument remains in use at the customer site, and the customer was advised to follow best practices for cleaning and maintenance to prevent cross-contamination.